Event description:
This companion 2 driver was not supporting a patient. The customer reported that after performing a system check on the companion 2 driver, the driver exhibited a "single compressor malfunction" alarm. This alleged failure mode poses a low risk to a patient because it occurred during a routine system check when the companion 2 driver was not supporting a patient. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life - sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.